Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Both leads pass all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of two percutaneous leads and an ipg on (B) (6) 2008. It was reported that the pt claimed the stimulation was not covering her pain and she felt like one of the leads had moved. Fluoroscopy confirmed that the leads had migrated. The pt's system was explanted on (B) (6) 2008. During the procedure, it was reported that the physician found two anchors that were not attached to the leads. The explanted leads were returned to ans for eval. F/u on the pt found that no further issues have been reported. No further info is available.